Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-jul-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1450 mcg/ml at 470.5 mcg/day), clonidine (720 mcg/ml at 233 mcg/day), and baclofen (700 mcg/ml at 227mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s pump was flipping, and they also noticed swelling around the pump site that appeared to be a seroma in the pump pocket. There were no known environmental, external, or patient factors that may have led or contributed to the issue. At the last refill, the staff was unable to access the reservoir and they determined the pump had flipped. The pump was manually flipped back in the office to fill the pump. On (B)(6) 2019 the patient was taken to surgery to revise the pocket. When the physician opened the pump pocket, the sutures were not intact. He also noticed that the catheter connector looked worn, so he decided to replace part of the pump segment of the catheter with a new sutureless connector. He then reconnected the catheter to the pump and aspirated fully from the cap (catheter access port) indicating that the catheter was patent. The pump was re-sutured down and the pocket was closed. The issue was resolved, and it was noted that the hcp had no further information to provide regarding the event. The patient status at the time of the report was ¿alive ¿ with injury¿ with the details of the injury and patient recovery noted to be ¿patient had seroma in pump pocket which was uncomfortable - also pump was flipping in pocket which also was painful at times¿. No further complications were reported/anticipated.